Event description:
It was reported that a tandem mobi cartridge alarm occurred during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl. The customer initially struggled to reload the original cartridge and resume insulin therapy but was able to successfully load a new cartridge and continue therapy after receiving assistance from technical support.